Manufacturer narrative:
The reported complaint of mid:14 was confirmed during review of the console's event log; however, the issue could not be reproduced during functional testing. No device malfunction was found during the functional evaluation of the returned device. The mid:14 message indicates a power supply background test failure. Although a root cause could not be determined, a possible cause is that the console may have been connected to an extension cord during the in-service session. No part was identified for replacement to remedy the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm console (B)(4) displayed a mid: 14 message during a training session. There was no patient involvement.